Event description:
The customer initially called to report a motor error alarm and low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test as well as the self test. The customer then mentioned that she was hospitalized for low blood glucose two weeks prior to the call. She stated that prior to the hospitalization she gave a bolus of three units for a blood glucose reading of 217 mg/dl. She sated that within thirty five minutes she had lost consciousness.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.